Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6006646 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for batch 6006646 were previously tested in complaint (B)(4) on 20/jun/2025. Test results visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6006646 was manufactured according to the wi version 96 and packaging in the multivac 10, on 12/apr/2024, with a total of (B)(4) units. Welding the lot 4d01600 was manufactured according to the wi version 33 welding in the machine ls24 & ls25, on 09/apr/2024, with a total of (B)(4) units. The lot 4c03944 was manufactured according to the wi version 33 welding in the machine ls06 & ls07, on 31/mar/2024, with a total of (B)(4) units. The lot 4c04691 was manufactured according to the wi version 33 welding in the machine ls11, ls24 & ls25, on 31/mar/2024, with a total of (B)(4) units. Gluing of connector the lot 4d00520 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 08/apr/2024, with a total of (B)(4) units. The lot 4c04684 was manufactured according to the wi version 37 in the gluing of connector in the line 9, on 29/mar/2024, with a total of (B)(4) units. The lot 4c04683 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 29/mar/2024, with a total of (B)(4) units. The lot 4c04685 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 31/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006646 and another (B)(4) complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another (B)(4) complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.